Manufacturer narrative:
(B)(4).

Event description:
The patient reported that their implantable neurostimulator (ins) stopped working for them sometime in 2015 so they stopped charging the ins. The patient was hurting at the time of the report. The programmer had poor communication with the ins and the recharger would not communicate with the ins. The last successful recharging session was in (B)(6) 2015 and this was also the last time the patient felt the stimulation. The patient realized that they could not charge their ins in (B)(6) 2015. The patient was indicated for spinal pain. No interventions were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.